Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s report of abdominal pain, cloudy pd effluent, nausea, and vomiting with subsequent diagnosis of peritonitis. The cause of the peritonitis is unknown, however; there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler and liberty cycler set. Additionally, there is no report of a device malfunction with the liberty select cycler or a leak or defect reported for the liberty cycler set for this event. Although a cause of the peritonitis is unknown and the pd effluent culture resulted with no organism growth, the patient¿s physician indicated that the patient could not continue with ccpd due to decreased ability to handle any issues that occur during treatment in the middle of the night resulting in the patient¿s transition to capd. Additionally, the patient shows a history of non-compliance with medication by not following prescription instructions for furosemide which is to be administered twice daily. This documentation questions whether or not the patient has followed proper aseptic technique in regard to ccpd treatment prior to the peritonitis diagnosis. The patient¿s comorbid conditions of esrd on pd therapy, chronic congestive heart failure and being immunocompromised are significant risk factors for peritonitis due to dialysis techniques increasing the potential of microbial contamination. Most cases of pd-related peritonitis are a result of touch contamination by the patient when they inadvertently break sterile technique. Based on the available information, there is no objective evidence that a liberty select cycler/ liberty cycler set product deficiency or malfunction caused or contributed to the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was diagnosed with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis (pd) clinic nurse and through 12 pages of received medical records. It was reported that there were no fluid leaks documented and it was stressed that the patient was trained in proper aseptic technique with retraining each year. In a review of the information. In a review of the medical records, the patient was seen by the physician in the pd clinic on (B)(6) 2020 for a peritonitis follow-up appointment. According to the documentation, this patient was diagnosed with peritonitis on an unknown date subsequent to abdominal pain, cloudy pd effluent, nausea, and vomiting. The patient had a pd effluent culture drawn on (B)(6) 2020 which resulted negative for growth after five days, however; showed a high white cell count with 5,638 nucleated cells and 86% polymorphonuclear cells. The patient was diagnosed with peritonitis and was initiated on antibiotics with intraperitoneal (ip) cefepime 200mg 3 times daily for 14 days and cefazolin injection of 250mg 4 times daily (duration unknown). The last dose of antibiotics was scheduled for administration on (B)(6) 2020. The patient did not require hospitalization for the event. A second pd effluent culture obtained on (B)(6) 2020 was also negative for growth and showed clear fluid, 56 nucleated cells and 8% polymorphonuclear cells. During the pd clinic visit on (B)(6) 2020 it was documented that the patient¿s symptoms had improved and that small meals were being tolerated. The patient was negative for fever, chills, chest pain and shortness of breath. The patient had no erythema or tenderness at the pd catheter site. There was some edema (unspecified), but it was noted the patient was non-compliant in taking their diuretic (furosemide) prescription twice daily as prescribed. It was at this time that it was additionally documented that the patient was completing continuous ambulatory peritoneal dialysis (capd) and not utilizing the liberty select cycler. Although no cause of the peritonitis was documented, the physician notes stated that the patient was to continue capd due to their decreased ability to handle errors and disconnects with ccpd during the middle of the night. The patient agreed to continue capd after the peritonitis resolves. The patient was to follow-up with the physician in a month from the documented visit.